Manufacturer narrative:
The UDI is unknown as the part/lot number was not provided. An event of device migration and ischemic stroke was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a portico valve was implanted. On the same day, the device was found to have migrated. On (B)(6) 2022, the patient presented with an ischemic stroke. No additional information was reported.